Event description:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2023 for an integrity test. The implanted device remains.

Manufacturer narrative:
This report is submitted on september 14, 2023.